Event description:
During a routine follow-up, noise was observed on the real-time electrograms and was believed to be originating from the header of the device. The leads were checked and determined to be functioning appropriately. A replacement device was implanted with no anomalies.

Manufacturer narrative:
H.3 evaluation summary. The reported event was confirmed. The ICD was unable to sense properly due to constant noise. The device was drawing 350 milliamps. The increased high current and noise on the electrograms are consistent with a short circuit within the device.